Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc device. The customer reported unspecified low sensor readings and self-treated (unspecified) without capillary comparison. The customer subsequently lost consciousness and had contact with a healthcare provider. Healthcare meter results of 475 mg/dl and 525 mg/dl were reported and the customer reported unspecified treatment via IV. The customer additionally reported self-treating with a "double dose" of insulin, at unspecified time. The customer was hospitalized for "a couple of days". There was no report of death or permanent injury associated with this event.